Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the novel lead silicone tip fell off. No intervention was performed. The patient was in stable condition.